Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The suction alarm and motor current spike indicate that biomaterial was likely ingested and had impacted the motor and caused subsequent low pump flow. The root cause of the low pump flow was most likely biomaterial based on the log analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. It was reported the pump experienced low pump, resulting in this pump being replaced with another impella rp. The device was explanted, and the patient survived the procedure.